Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission revealed the patient received inappropriate antitachycardia pacing therapy and a shock therapy for atrial fibrillation with rapid ventricular response for improper rate acceleration. The recommended programming change was not performed. The patient will return for a routine checkup. No adverse consequences were detected.